Manufacturer narrative:
The pt's identifier, age, weight and gender were not received.

Event description:
It was reported that during a right shoulder arthroscopy/arthrotomy, subacromial decompression, mumford, acromialclavicular joint reconstruction, resectional arthroplasty acromial clavicular joint the arthrocare probe dissociated from the wand. Device fragments were retrieved from the pt. The procedure was completed with a new probe. No pt complications were reported as a result of this event.